Manufacturer narrative:
The impella device was discarded and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported a 48-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported the patient was on support due to the patient coding. While on support, there was access site bleeding. Dressing was addressed, a figure 8 stitch was applied and powder was used around the site. A sand bag was also applied. Additionally, there was low pump flow and two units of blood products were provided.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the low pump flow has been completed since the original report was submitted. The device was not returned for investigation. The cause of the access site bleeding was anticoagulation management issue due to improper anticoagulation: high acts (act was 287 at time of bleeding). As the necessary information was not provided, and the device was not returned, the root cause of the low pump flow could not be determined.